Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. Customer's blood glucose was 77 mg/dl at the time of incident and current blood glucose level was 109 mg/dl. Customer stated that drive support cap was sticking out. Customer troubleshoot was performed. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.